Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on january 1, 2000, and that remote monitoring was disabled. Technical services requested device data for analysis. No adverse patient effects were reported. Currently, this pacemaker remains in service.